Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent comm loss with 5 gz transmitters. The communication loss lasts 5 minutes each time. This was occurring at the rns and the cns simultaneously. The tele tech moved the patients from the gz transmitters to hardwired bsm's to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be high. The resolution to this issue was to replace the enterprise gateway (eg). No further issues were reported. Information on the defective eg was not provided. The device was not returned for physical evaluation and functional analysis, so no root cause could be determined. Depending on the age of the device, a possible root cause would be normal wear and tear. Other root causes could be software corruption or component failure. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: ni. Serial #: ni. Gz transmitters: model #: ni. Serial #: ni.

Event description:
The customer reported that the central nurse's station is in communication loss off and on with 5 gz transmitters.

Manufacturer narrative:
The customer reported that the central nurse's station is in communication loss off and on with 5 gz transmitters. The communication loss lasts 5 minutes every time. This is occurring on the rns and the cns simultaneously. The tele tech moved the patients from the gz transmitters and put them on hardwired bsm's to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical products. The rns and multiple gz transmitters were used in conjunction with the cns.

Event description:
The customer reported that the central nurse's station is in communication loss off and on with 5 gz transmitters.